Event description:
It was reported that while in the hospital for a hip replacement surgery, a vns patient began experiencing an increase in seizures. In 24 hours, the patient experienced 57 seizures. Good faith attempts to obtain additional information have been unsuccessful to date.